Event description:
It was reported the customer was receiving a battery related alarm. The customer then stated the insulin pump failed to initialize after the alarm occurred. Troubleshooting found the customer was able to complete the rewind sequence and fill tubing on the insulin pump. The alarm history showed multiple battery related alarms. Customer's blood glucose was unknown. Customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump powered up properly with no display anomaly noted. Pump received with unexpected no a17 alarm during testing. Pump passed self test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).